Manufacturer narrative:
The initial MDR 1226181-2016-00130 was filed on march 08, 2016. A siemens customer service engineer (cse) was dispatched to the customer site. The cse installed a new lamp and replaced the filter, cables and sensors. The cse cleaned the cuvette windows, checked the cuvette manufacturing and cleaned lenses on the photodiode. The cse replaced a complete photometer assembly and performed adjustments and calibrations. The cse also ran multiple system checks to verify the functioning of the instrument and ran quality controls. The cause of the discordant, falsely elevated magnesium result on one patient sample was due to a malfunction of the photometer. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. Upon the ccc specialist's recommendation, the customer performed a precision testing, which was acceptable. A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse found that the sample probe cleaner tubing was leaking. The cse repaired the tubing, verified all the alignments and function of the probes and replaced the source lamp. The cause of the discordant, falsely elevated magnesium result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated magnesium (mg) result was obtained on one patient sample on a dimension rxl max with hm instrument. The discordant result was not reported to the physician(s). The sample was repeated twice on the same instrument, resulting lower both times. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated magnesium result.